Event description:
It was reported that the pump was receiving an unknown error message of cannot bypass. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed a "system advisory maintenance recommended" alarm occurred. Functional testing was conducted with no issues found. The device was operating as intended. Based on the investigation, the complaint allegation was not confirmed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
B5: additional information received on 11-nov-2022 via email and attached to complaint object: the event did not result in patient harm; the medical intervention was not required. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.